Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: - the ventilator device failed on the tightness test. - this occurrence was noticed during the preoperational check. The ventilator device was making noise during the tightness test and calibration. - the alarm was observable both visually and through hearing. - device log files were provided to hamilton. Traces of failed tightness test were logged between 27-aug-23 and 18-sep-23. - there is no patient involvement reported. - there was no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. - this event has a severity classification of 2 and the hamilton vigilance reporting decision strategy prescribes to report any malfunctions with severity s1-s2-s3. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: the ventilator device failed on the tightness test. This occurrence was noticed during the preoperational check. The ventilator device was making noise during the tightness test and calibration. The alarm was observable both visually and through hearing. Device log files were provided to hamilton. Traces of failed tightness test were logged between (B)(6)2023. There is no patient involvement reported. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. This event has a severity classification of 2 and the hamilton vigilance reporting decision strategy prescribes to report any malfunctions with severity s1-s2-s3. The investigation is still ongoing.

Manufacturer narrative:
Investigation ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 were updated with full UDI information as requested. Updated fields.